Event description:
Deflation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined.

Event description:
Alleged deflation.